Manufacturer narrative:
Manufacturer's investigation conclusion: the report of low speed alarms could not be confirmed through this investigation, as no log files were submitted for review. It was reported that the patient¿s primary controller was exchanged because of low speed alarms on (B)(6) 2019. Multiple requests for additional information were sent to the customer; however, no response has been received at this time. The patient remains ongoing on vad support and no further issues have been reported at this time. The device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. Implant kit was shipped to the customer on 23jan2018. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) outlines all pump parameters, including pump power, flow, and pulsatility index (pi). The heartmate ii lvas patient handbook cautions the patient to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's primary controller was exchanged on (B)(6) 2019 due to low speed alarms. No additional information was provided.